Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. The nc quantum apex mr 12mm x 4.00mm balloon catheter was used to post dilate a non 3.5mm x 15mm bsc stent. On the first inflation the balloon ruptured at eighteen atmospheres. The procedure was completed with a 4.0mm x 15mm non bsc balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a calcified and moderately tortuous right coronary artery. The nc quantum apex mr 12mm x 4.00mm balloon catheter was used to post dilate a non 3.5mm x 15mm bsc stent. On the first inflation the balloon ruptured at eighteen atmospheres. The procedure was completed with a 4.0mm x 15mm non bsc balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the proximal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).